Event description:
It was reported that, on an unknown date, a tego® connector was found to be damaged during patient use. It was stated in the report that there is a rubber/plastic end on the yellow side of the tego completely being pulled out when patient is disconnected from the dialysis line. It was also mentioned that when a patient is disconnected from machine and put in recirculation, line and tego are disconnected from each other. Also, once treatment is over and the patient is disconnected from the line the tego plastic/rubber comes out of the yellow end of tego. The patient¿s status remained unchanged, and the patient was not harmed. Due to contamination, the product was disposed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One-hundred and fifty-six (156) new. List #d1000, tego¿ connector were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken, and one time connected with a new 10ml bd syringe, no seal damage, anomalies, or torn seal condition were observed after disconnecting. Complaints of holes/cuts/torn cannot be confirmed or replicated. The device history review (DHR) lot#13943704 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint. D9 - date returned to mfg: 9/23/2024.